Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal 500 ug intrathecal therapy via an implanted pump. The units and dose were not documented. The lioresal lot number was unable to be obtained. The issue was reported as post-operatively. The patient's pump critical care alarm was alarming and the patient had increased spasticity symptoms. The critical alarm and pump were turned to safe state and minimum rate. The complete pump was explanted and replaced. The product was returned to the manufacturer. The issue was resolved at the time of this report. The patient status at the time of this report was alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709_cath, product type: catheter. The pump was noted to be programmed with baclofen with a concentration of 2,000 ug/ml at a dose of 12.6 ug/day. The infusion mode was noted as minimum rate. Analysis revealed that the pump battery had high resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.